Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal 2000 mcg/ml (dose "880") via an implantable infusion pump. Indications for use included intractable spasticity and cerebral palsy. Other medications the patient was taking at the time of the event included iron, protonix, orap, dulcolax sup, genteal, klonopin, depakote, botox, zofran, zanaflex prn, trazadone, reglan, and miralax. The patient's pertinent medical history included cerebral palsy (cp), quadriplegia, neurogenic bowel, neurogenic bladder, scoliosis, sleep apnea, hip dislocation, hyperadrenia, hiatal hernia, pseudobulbar affect. It was reported that during a pump replacement procedure (for pump nearing normal elective replacement indicator (eri)), when the health care professional (hcp) scored the ampule, a very small piece of glass from the rim of the ampule fell into the ampule. The drug vial cracked open normally upon use and the nurse noticed glass in the vial. The drug was drawn up through the filter straw and the drug was injected into the pump. Because the outside of the ampule was not sterile, the hcp did not want to use the pump because of the risk of contamination. Glass pieces from the ampules reportedly broke off on 2 separate vials. The first ampule it happened on they wasted, but the second one they injected into the pump after the pharmacy told the hcp it was okay. The hcp was not comfortable with that and implanted a different pump instead. Additional information received reported that there was only 1 kit used. They used the same syringe and straw to draw up the medication at the refill. They did not open another kit. It was unknown if the vial broke before use or while attempting to use. The patient was able to be refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.